Manufacturer narrative:
The drill bit subject to this investigation was returned to the MFR for eval, it was visually confirmed the drill bit was broken from the ultem section (drill bit guide) of the product. The returned drill bit was measured where possible and all critical specs were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a t2 humerus surgery, the drill bit broke. It was also reported that the broken drill bit was removed from the bone by the surgeon. It was further that reported that there was no pt or user injury and there was no delay to surgery.